Event description:
Patient reported left side exchange with no complaint against the device. Healthcare professional later reported implant ruptured. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on anterior side assessed as fold flaw opening. Additional observations: ¿ crease flat is observed. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Patient reported left side exchange with no complaint against the device. Healthcare professional later reported implant ruptured. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.